Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on bus. A field service engineer (fse) observed that all auxiliary cabinet drawers were indicating 'not detected' on the bus. Inspection confirmed that all drawers had power and communication. The fse then reseated all pyxibus connections and rebooted the station. No failed or damaged parts were found in the auxiliary cabinet, leading to the assumption that the issue may be software related. The only part replaced during this visit was a keyboard cover as part of routine maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were not detected on the bus. The customer rebooted the station and performed a drawer recovery; however, the drawers remained unrecoverable. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.